Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blank display on insulin pump the customer¿s blood glucose was 160 mg/dl. Customer stated that display was still bank after changing the battery. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will not be returned for analysis.